Event description:
It was reported to boston scientific corporation on january 6, 2010 that an extractor rx retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6) 2010 involving a 41 year old female patient (weight is unknown). According to the complainant, during the ercp procedure, the extractor balloon was used to remove stones from within the common bile duct. The balloon was removed the common bile duct back into the ercp scope. The account reported that the elevator on the ercp scope was down at this time. The balloon catheter was removed from the patient. A foreign plastic body was noticed on the guidewire between the end of the scope and the papilla within the duodenum. The guidewire, plastic detached balloon material, and ercp scope were removed from the patient as a unit. The account reported that all pieces of the balloon were retrieved from the patient. The stone removal portion of the procedure had been completed successfully with this extractor balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
A visual examination of the returned device revealed that the distal tip of the catheter had broke off, confirming the event description. The balloon was still in tact on the distal part of the tip, however the proximal bond was found to be missing. There were no kinks or bends found in the catheter and the c-channel was found to be damaged near the distal end of the catheter which is consistent with guidewire withdrawal from the catheter. The catheter most likely broke while removing the device from the endoscope. The root cause was determined to be operational context. A review for similar complaints for the lot number was completed and no similar complaints were found. (B)(4)

Event description:
It was reported to boston scientific corporation in 2010 that an extractor rx retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed the day before involving a female patient (weight is unknown). According to the complainant, during the ercp procedure, the extractor balloon was used to remove stones from within the common bile duct. The balloon was removed the common bile duct back into the ercp scope. The account reported that the elevator on the ercp scope was down at this time. The balloon catheter was removed from the patient. A foreign plastic body was noticed on the guidewire between the end of the scope and the papilla within the duodenum. The guidewire, plastic detached balloon material, and ercp scope were removed from the patient as a unit. The account reported that all pieces of the balloon were retrieved from the patient. The stone removal portion of the procedure had been completed successfully with this extractor balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Not returned